Event description:
It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission revealed recorded episodes of oversensed noise and noise reversion exhibited by the right ventricular lead. The patient complained of dizziness and dyspnea. However, the noise was not reproducible in the clinic and the patient¿s symptoms were attributed to an unrelated issue. Programming interventions were made. The patient was stable.